Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, ventricular high rate episodes due to noise oversensing were observed. The issue occurred when the patient performed a self-check on a blood glucose monitoring system on the left arm. Attempt to reproduce the noise would be made in clinic. No patient consequences were noted.